Event description:
The customer alleged questionable results for hcg stat - human chorionic gonadotropin short turn around time (hcg), free thyroxine, thyrotropin, vitamin b12, and total psa (total (free + complexed) prostate-specific antigen) on approximately 48 patient samples. Of the results provided, only a discrepant hcg result was reported outside the laboratory. The initial hcg result was 2.18 miu/ml and the repeat result was < 0.500 miu/ml. The physician was informed of the corrected result. The customer stated that results < 5 miu/ml are considered negative, so the repeat result did not change the interpretation of the test. A urine pregnancy test was performed by another method on (B)(6) 2011, which was also negative. The customer stated the patient was not adversely affected by the discrepant result. The hcg reagent lot number was 16015101. The field service representative determined the event was caused by a fluidics failure of the sipper system. He checked the instrument and stated customer quality controls were good and patient samples recovered in the expected ranges.